Event description:
Customer stated that the insulin pump alarmed motor error and drive support cap was protruded. The blood glucose reading is 121 mg/dl. Customer stated that he pushed the drive support cap back in. Advised the customer not to manipulate the drive support cap while connected. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.